Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/18/2016 that on (B)(6) 2016, the patient's g5 mobile application display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.